Event description:
The customer said the end-user had the CPAP tubing hooked up to a ventilator - the patient/end-user's son walked into his bedroom and noticed that his dad (the end-user) was lethargic and turning blue, with no response from his dad. The son noticed that the end-user (his dad) was not getting any air from the tubing, as it had collapsed, so he switched it out with new tubing and then his dad started to become more responsive. The end-user's family called our customer the next morning to explain the incident, and said the dad was back to how he normally is. Compass health brands customer service representative called the customer to explain that CPAP tubing should not be used on ventilators.